Event description:
The customer reports the swg (spring wire guide) was found kinked in the package.

Manufacturer narrative:
Qn#(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 02/13/2019, was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked in the package.